Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/29/2016: the device was returned to animas and evaluated by product analysis on 08/08/2016 with the following results. No defect was found. Black box and cgm history show no activity outside of normal use,test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarms occurred during the investigation, unable to duplicate ¿cs045¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the cgm module or to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a transmitter failure. No health events were reported. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a transmitter failure could interrupt the continuous glucose monitoring data stream and may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.